Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off event in between (B)(6) 2024. The infusion set was in use for a day. No further information available.